Event description:
I had a sodium hyaluronate injection in the knee for knee pain. After the 1st injection, I developed atrial fibrillation that lasted about 4 hours. One week later, after the 2nd injection, I developed a very bad case of afib the next morning. I went to the emergency room at (B)(6). They confirmed that I have afib. The afib stopped after about 4 hours. My heart rate was 138. Dates of use: (B)(6) 2015.